Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by turbid effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On that same day, the patient started treatment with fortum one vial once a day (dose and route not reported) and cefazolin one vial once a day (dose and route not reported) for peritonitis. Physioneal therapy remained ongoing. Six days after the event onset, fortum was discontinued. At the time of this report, cefazolin remains ongoing and the patient is recovering. No additional information is available.